Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Technical services (ts) was consulted and discussed this was likely due to calcification. No adverse patient effects were reported. At this time, this lead remains in service.